Manufacturer narrative:
The technician replaced the four casters to repair the bed.

Event description:
Information received indicates all four casters ratchet when placed in the brake position, and the steer caster does not engage.